Event description:
An optometrist reported pt with rough flap edge and loose epithelium of the right eye following an enhancement and flap lift at four day lasik post-operative visit. Pt with complaints of "burning, tearing, and discomfort of the right eye since enhancement." Add'l info from optometrist indicated pt was seen and instructed to use a hypertonicity agent, however pt did not comply. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).